Event description:
Healthcare professional reported, left side "surgery of replacement of prosthesis, due to rupture". Healthcare professional reported, "capsular contracture, baker grade iii. And rupture. Diagnosed via ultrasound. Several foldings and siliconoma on left armpit". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, 1 opening assessed, as fold flow opening. Observed, 1 opening assessed, as surgical damage. Capsular contracture: unable to observe, as it is not related to the device. Granuloma: unable to observe, as it is not related to the device. Silicone migration: unable to observe, as it is not related to the device. Crease/folding of implant: unable to observe, as it is not related to the device. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Further information from the reporter regarding the explant date, device details and return of the device. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "surgery of replacement of prosthesis due to rupture." This relates to the left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "surgery of replacement of prosthesis due to rupture." Healthcare professional reported "capsular contracture baker grade iii and rupture diagnosed via ultrasound, several foldings, and siliconoma on left armpit." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Granuloma : unable to observe as it is a medical event that is not related to the device. Silicone migration : unable to observe as it is a medical event that is not related to the device. Crease/folding of implant : no observed.

Event description:
Healthcare professional reported "bilateral capsular contracture, grade iii and rupture diagnosed via ultrasound, the left device several foldings; and siliconoma on left armpit".